Event description:
In the case, the surgeon had to use forceps to remove the anchor from the impactor shaft. The first case was a revision case in idaho with two adjacent tunnels. Upon drill the second tunnel the surgeon felt it was possible the two intersected which could have led to poor boney fixation causing the anchor to come out with the impactor upon removal. The surgery was completed without issue and fixation was deemed adequate. Forceps were required to remove the anchor from the shaft.

Manufacturer narrative:
¿This case is part of a remediation performed by stryker following the acquisition of artelon company.